Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the reported inflation issue and balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number: e2019001. The device is being retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 18 percutaneous transluminal angioplasty (pta) catheter would not inflate due to a noted puncture. Another same size armada 18 pta catheter as used to complete the procedure. There were no adverse patient effects reported and there was no reported clinically significant delay in the procedure. No additional information was provided.